Event description:
It was reported that this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered six inappropriate shocks for t wave oversensing. There was an additional untreated episode observed. Technical services (ts) was contacted and discussed possible reprogramming options since this patient also has a non boston scientific pacemaker. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.